Manufacturer narrative:
Date of event: unknown, not provided, best estimate may 2017. If explanted; give date: not applicable as to date, the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported she had cataract surgery in both eyes (ou) in (B)(6) 2017, due to nighttime glare and astigmatism. She has been experiencing nighttime glare and starbursts since the lenses were implanted. A yag (yttrium aluminum garnet) laser procedure was performed on the left eye (os), which she stated did not provide any improvement. The symptoms were affecting her daily activities. Reportedly, there is a plan to have the lenses explanted. This file represents the left eye. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.